Event description:
Dr. Used stapler with a gold load. After using stapler he removed from patient and handed to surgical tech to reload. Stapler wouldn't open by the release buttons on the side. Emergency released was used to open jaw of stapler. Stapler was then removed from sterile field.